Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was duplicate patient accounts with same medication ID. The technical support specialist dialed into the med es app server, logged into system, and navigated to settings, visit and orders filtered for the affected patient. It was found that one patient was discharged while another remained admitted under a different mrnid. The client was advised to discharge the incorrect mrnid patient since reconciliation was not possible due to differing mrnids. The client acknowledged the instructions. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient had two accounts with the same medication ID and not able to obtain medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.